Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5084639) that a female patient who underwent an unspecified procedure with saline mentor smooth round moderate profile 200cc breast implants started experiencing pain and swelling in her hands and feet a few months post implantation. She was diagnosed in 2000 with rheumatoid arthritis. As a result, the patient underwent removal and replacement with saline mentor smooth round moderate profile 200cc, catalog number 3501625, lot number 241872 (l) and 243383 (r) on (B)(6) 2002. No product malfunction, such as deflation, was reported. The root cause of the patient's symptoms are unclear. This report is for the second of two devices related to this event. See medwatch report 1645337-2019-11853 for contralateral side. The lot numbers and associated dates of implants provided in mw5084639 are not in line with the manufacturing dates of the reported complaint devices. As a result, this report includes the lot number most likely pertaining to the date of implant specified for this event in mw5084639. If additional information is received in the future, a supplemental report will be submitted. See medwatch reports 1645337-2019-11859, 1645337-2019-11860, and 1645337-2019-11863 for the additional events related to this patient.